Event description:
Received an article published in the scientific journal, interventional cardiology, titled "focus on the (B)(6)." Per the study - the (B)(6) was specifically designed to verify whether administration of abciximab by local intracoronary infusion through clearway rx was capable of reducing thrombus burden as compared with traditional intracoronary guide catheter infusion modality in patients with acute coronary syndromes, either with stemi or non-stemi. Per the study - a given percentage of patients experienced mace syndrome (major acute adverse event).

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number or samples were provided. Per the study - the (B)(6) showed that local intracoronary delivery of abciximab by means of a dedicated low-pressure, microporous balloon catheter significantly reduces thrombus burden with the potential to improve coronary microcirculation and reduce major event rates.